Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The initial medwatch report # 3004209178-2013-94451 was submitted in error.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 24mmol/l, and the insulin pump did not alarm no delivery when her cannula was completely bent. The high pressure test was performed and the test failed. No further information was provided.